Manufacturer narrative:
Additional narrative: (B)(6). Date of event is unknown. Additional device product codes used ktt. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, with a history of vascular disease and a previous left leg amputation, was initially implanted with a right femur plate, ten screws and two cables on (B)(6) 2014. The patient underwent surgery on (B)(6) 2017 for an above the knee amputation due to ischemia of her right foot. It was reported that the hardware was being removed because they were in the way of the amputation and not felt to be a cause of the ischemia. The hardware was intact and the plate and screws were easily removed. It was reported that the two cables were going to be removed with the amputated leg. The surgery was completed successfully and the patient was reported as stable. This report is for one (1) 4.5mm cortex screw self-tapping 36mm. This is report 2 of 13 for (B)(4).